Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional shim, p/n: 42527900700, l/n: 62374011. Tibial articular surface provisional shim, p/n: 42527900502, l/n: 62357316. Tibial articular surface provisional shim, p/n: 42527900500, l/n: 63430045. Tibial articular surface provisional; p/n, 42527000303, l/n: 62769780. Ps tibial articular surface provisional, p/n: 42517400910, l/n: 62420223. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01087, 0001822565 - 2020 - 01089, 0001822565 - 2020 - 01091, 0001822565 - 2020 - 01094.

Event description:
It was reported that during the cleaning process, it was discovered the tibial articular surface provisional instrument was missing bearings. No adverse events have been reported as a result of the malfunction.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned tasp shim exhibits signs of repeated use and missing components, both bearings. The missing components were not returned. Device history record was reviewed and no discrepancies were found. This device was within the scope of a previous CAPA investigation and was re-designed to account for this failure mode; this device were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.